Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016.the cause of death was a car accident. The caller stated that the customer was dead when she got out of the car, then she was in a hospital for three days, and then passed away after being revived. The caller stated that the customer had diabetes complications. The customer's blood glucose at the time of death was 220 mg/dl. The customer was wearing the insulin pump at the time of death; it was removed by the emergency workers. The customer did not use sensors. The caller stated that the insulin pump has been given to the customer's doctor and does not know where the device is at the moment. The caller stated that if the device is found, they agree to return it for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported that the customer was pronounced dead at the hospital. When the customer was initially found without pulse, she was revived and then later passed away in the hospital.